Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed p-waves. The rv sensitivity was reduced and the oversensing disappeared. Defibrillation threshold testing was done to ensure that the device could still appropriately detect ventricular fibrillation (vf) at these settings. Vf was induced and successfully converted. This device remains in service. No additional adverse patient effects were reported.